Event description:
It was reported that the bolus button is not responding. The button is reportedly not damaged. The patient wears the pump in their pocket.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/16/2012 device evaluation: the pump has been returned and evaluated by product analysis on 02/17/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed but the up arrow and ok keypad symbols were found to be worn off. Evaluation revealed that the audio bolus button was unresponsive. The audio bolus button cover was removed and a component was found to be missing under the bolus button. .